Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed a piece chipping off while changing the reservoir. The customer's blood glucose level was unknown. The customer also reported that the insulin pump rejected new batteries and made grinding noise during rewind. The insulin pump will be returned for analysis.